Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level in the past however a specific value was not provided. Although requested by tandem technical support, the customer declined to provide further information regarding the blood glucose event. Reportedly, the customer contacted their healthcare provider.